Manufacturer narrative:
Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo; full lead returned and analyzed.

Event description:
It was reported that there was high pacing impedance, short v-v intervals which could indicate oversensing, and a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.